Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a difficult plunger occurred with a unspecified bd syringe. The following information was provided by the initial reporter,. Per email: I purchased 2 boxes of bd syringe + 25g x 5/8 needle from veterinary purchasing when my regular brand was on back-order. I felt safe getting your brand because of past experience with its quality. My staff have complained bitterly about these syringes and today I used one and see what they're saying. The plunger is very "sticky" and it's hard to take a blood sample smoothly (or sometimes get the sample at all). Since using these syringes, we have experienced a lot of multiple attempts on some animals. Then, today, I pulled one out of the cupboard and it's completely defective. I always want to know if someone thinks my veterinary hospital is under-performing, so thought I'd let you know how disappointing this product is." It was also reported that one of the syringes was defective which was clarified as the stopper was displaced.

Manufacturer narrative:
Investigation: two photos and five 1ml syringes with needles were received and evaluated. Four of the syringes were in fully sealed blister packs confirmed to be from batch #8347988 (p/n 309626) and one syringe was loose. No visual defects were observed in the packaged syringes. The loose syringe appeared to have a jammed stopper condition and was rejectable per product specification. All packaged samples were measured for plunger movement force and were all with the product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. Most likely from a misalignment between the plunger rod and barrel dials. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a difficult plunger occurred with a unspecified bd syringe. The following information was provided by the initial reporter, per email: I purchased 2 boxes of bd syringe + 25g x 5/8 needle from veterinary purchasing when my regular brand was on back-order. I felt safe getting your brand because of past experience with its quality. My staff have complained bitterly about these syringes and today I used one and see what they're saying. The plunger is very "sticky" and it's hard to take a blood sample smoothly (or sometimes get the sample at all). Since using these syringes, we have experienced a lot of multiple attempts on some animals. Then, today, I pulled one out of the cupboard and it's completely defective. I always want to know if someone thinks my veterinary hospital is under-performing, so thought I'd let you know how disappointing this product is." It was also reported that one of the syringes was defective which was clarified as the stopper was displaced.